Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator's finger was pierced by the sample needle during clean up of a blood spill on the coulter lh 780 hematology analyzer. The blood spill occurred as consequence of caps being separated from the sample tubes during sample aspiration on the instrument, which is reported in MDR 1061932-2011-00424. The operator was treated in the emergency room where the wound was cleaned and blood was drawn to perform baseline testing. The hepatitis vaccine was not administered, as the operator had already received the vaccine and the ER staff did not feel that an hiv elixir was necessary. The operator was back to work the following day and was feeling fine.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse removed and dissembled the rocker bed to thoroughly clean the dried blood from the assembly and the needle pierce mechanism. The root cause is attributed to user error while servicing the instrument. Per labeling: to avoid injury: take full advantage of the safety features of the instrument. Do not defeat safety interlocks and sensors. Use the proper tools when troubleshooting.